Manufacturer narrative:
The received used cartridge was visually and leak tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications.

Event description:
On (B)(4) 2013, the pt's mother reported that his insulin cartridge was leaking insulin during use. The pt noticed the leak when he woke up in the morning. His blood glucose level was 230 mg/dl, but it was elevated to 400 mg/dl the night before. He successfully corrected the elevated blood glucose level via bolus with the infusion device. On (B)(6) 2013, his device displayed e8 (power interrupt) during a battery change. The pt's mother thinks he may have forgotten to bolus after a meal, which led to the elevated blood glucose level on (B)(6) 2013. The pt had a stroke in (B)(6) 2012, and recently he has become more active. The pt changed the insulin cartridge and infusion set on (B)(6) 2013. The pt's mother was able to clean the leaked insulin with a cotton swab. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The insulin cartridge, infusion set, and adapter were requested to be returned for product eval.